Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed from the terminal and and some portion of the lead appears to be missing. Induced damage was also noted based on a bunched insulation in a few places. The helix was retracted and noted dried blood/body fluid in helix housing. Moreover, the lead passed testing and visual inspection revealed no abnormalities other than the induced damage from normal use.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a bad tricuspid regurgitation (tr) and needs a valve surgery. This rv lead also had product performance issue. This lead was explanted together with the patient's pulse generator. No additional adverse patient effects reported.